Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product after a double platelet product platelet only collection. Donor unit# (B)(6). No medical intervention was necessary for this event. The customer discarded the disposable set, therefore, it is not available to be returned for eval. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed. Signals indicate that the trima accel system operated as intended. The measured wbc content is within the FDA's current acceptable limits of 8.0 x 10^6 for apheresis platelet product double collections. Conclusion: no failure occurred.